Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge was filled with 480 units of insulin. The customer loaded a new cartridge successfully. The customer's blood glucose level was 122 mg/dl.